Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, when the doctor planned to perform a radical nephroureterectomy on the patient, the use of the guidewire revealed that the interface showed the coating peeling off. The guidewire was then replaced with a new one to complete the surgery, which did not affect the patient.